Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the procedure, the balloon catheter remained in position inflated into the vein, but it was not possible to deflate it. The physician needed to pull out the catheter and had to cannulate the coronary sinus again. The balloon catheter was discarded. No patient complications have been reported as a result of this event.